Event description:
Additional information from rep received saying patient damaged handheld remote so that it was not usable, that it fell in an hot tub. Patient also mentioned when laying down stimulation increased to perception. Patient did not like to sleep with any tonic stimulation, so patient called customer support to replace controller. Rep also mentioned patient services are replacing controller, patient felt confident they could pair system and that they have not heard any other updates.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller stated the controller is not working and they are going to meet manufacturer representative (rep) today so they can turn stim off as its too high. Caller said the patient could not sleep at night and could not lay on their back because stim is overstimulating. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the devices.